Event description:
A peritoneal dialysis (pd) patient reported a cycler that alarmed with a heater bag not detected message during step 3 of setup. The patient stated they will not continue using this cycler because it is wasting supplies. The patient reported they will only perform manual treatment. The technical support representative advised the patient's cycler would be replaced. The patient was not connected and the issue did not occur during treatment, and there was no harm or adverse event reported. Additional information was requested but not provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. La visual inspection of the returned cycler exterior showed the paint on the heater tray was cracked. Functional display test failed. The screen was dim upon powering on the cycler. The system air leak test passed. The valve actuation test passed. The simulated treatment pre-ast 15 minute 1000 ml test failed. The failure was due to a heater bag not detected message during set up. Teach pumps test failed. The failure was due to a stalling motor a. During internal inspection it was found that transformer (t1) on the ¿inverter board¿ had an internal short which caused a dim display. A known working inverter board was installed and the display functioned as intended. Removed functioning inverter board from the display at the completion of the investigation. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that alarmed with a heater bag not detected message during step 3 of setup. The patient stated they will not continue using this cycler because it is wasting supplies. The patient reported they will only perform manual treatment. The technical support representative advised the patient's cycler would be replaced. The patient was not connected and the issue did not occur during treatment, and there was no harm or adverse event reported. Additional information was requested but not provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.